Manufacturer narrative:
An event of pulmonary edema and leakage was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient was hospitalized for lung edema and grade 4 leakage was revealed on echocardiogram. The patient's diuretic medication was adjusted. On (B)(6) 2018, the patient was discharged on a waitlist for a tavi procedure. On (B)(6) 2018, the event of pulmonary edema was resolved with an increase in the patient's diuretics. On (B)(6) 2019, an interactive avr was performed with a 21mm tissue valve and the event was resolved. (Patient ID: (B)(6), clinical study: (B)(6)).